Event description:
The customer reported his blood glucose reached 254 mg/dl. Less than 24 hours after the pod was activated. He felt pain during the insertion process as though the needle and cannula were being forced into his site. He noticed the cannula appears to be bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.